Event description:
Note the pt received two leads from the same lot number. It was reported the pt's system was shutting off without prompting. An sjm representative interrogated the system and found invalid impedances on one lead placed supra-orbital, off label use. The left lead was explanted and replaced. The pt reported receiving effective stimulation therapy post operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.